Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced left iui bend pins. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 12dec2011 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device suffered left iui connector bent pins. No additional information was provided. There was no patient involvement.